Event description:
Ethicon gynecare txt sling caused sudden immune problem show up total hair loss, multiple skin rashes, uti s and lost energy immune deficiency. I've since had full removal of the sling and face third surg now total ery to re-sling bladder with my own tissue.